Event description:
Edwards received notification that an icf100 device had a balloon rupture. Balloon pressure of 320 mmhg was typically maintained during the procedure. When the balloon pressure went down to 260 mmhg, they added saline achieving new pressure of 280 mmhg. As reported, from the beginning, the balloon was not 100% occlusive so they had to fill a lot of saline every 10-15 minutes. Every time they had blood in the left ventricle, the balloon had to be filled up. A total volume of 40cc was additionally added. Patient´s aorta size was 30mm, within acceptable range (20-40 mm). Burst occurred after 80 minutes of use, just after finishing knotting the valve (no sewing sutures were near the balloon). The surgery was finished without endoclamp or chitwood clamp. Patient was reported to be doing well. The surgeon was very experienced with the use of the device.

Manufacturer narrative:
(B)(4). The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device has not been returned for evaluation; therefore, the reported event could not be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that an icf100 device had a balloon rupture. As reported, from the beginning, the balloon was not 100% occlusive so they had to fill a lot of saline every 10-15 minutes. Every time they had blood in the left ventricle, the balloon had to be filled. After 80 minutes, the balloon burst just after the surgeon finished knotting the valve. It was decided to close everything without endoclamp or chitwood clamp.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer complaint of balloon rupture was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause has been determined to be related to a supplier manufacturing defect. The supplier has indicated that the issue is currently being investigated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.